Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia due to bent cannula. The customer blood glucose level was 396 mg/dl at the time of incident and the current blood glucose level was 437 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they already replaced the infusion set but she did not had extra. The insulin pump will not be returned for analysis.